Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and bard medical pelvicol were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.